Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of over 600 mg/dl. The customer¿s current blood glucose level was 220 mg/dl. Customer experienced symptoms like vomiting. Customer treated high blood glucose insulin drip all night in the hospital. High pressure test was performed during troubleshooting and it was passed. Customer was wearing the pump at time of hospitalization. Drive support cap was normal. The insulin pump will not be returned for analysis.